Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during internal iliac artery lesion dilatation, the fox plus balloon ruptured at 12 atmospheres. The balloon was removed and stent implantation was performed. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the customer reported the device was discarded. Without device examination, a root cause for the reported balloon rupture could not be determined. A review of the finished device lot history record did not reveal any non-conformity which could have contributed to this event. All released catheters passed the high-pressure control during production.